Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead pacing impedance steady at 225 ohms through out record. Impedance of 211 ohms at device implant. Atrial lead warning occurred on (B)(6) 2014 with 100% low impedance / short circuit paces since warning. Concomitant medical products: 4024 lead, implanted: (B)(6)1992. (B)(4)

Event description:
It was reported that the patient's right atrial (ra) lead had anomalous impedance. The lead remains in use. No patient complications have been reported as a result of this event.